Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported foreign material/balloon remnant found still attached to the scope after reprocessing could not be determined, however, the issue was reportedly due to user error. It is presumed that this event occurred as a result of insufficient confirmation of the instruction manual [warnings and caution] and [inspection of air/water and balloon channels]. The event can be prevented by following the instructions for use sections below: warnings and caution ¿·after using this instrument, reprocess and store it according to the instructions given in chapters 7 through 9. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection¿. Inspection of air/water and balloon channels ¿·note: picking up the balloon with a clean lint-free cloth makes it easier to remove the balloon¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the ultrasonic gastrovideoscope was used on a patient with a balloon installed on the scope. After the procedure, the scope was reprocessed using an oer-pro and then stored in a cabinet. The customer then got the scope out to use on another patient. A new balloon was installed on the scope, but the new balloon was installed over part of the balloon from the first procedure. The issue occurred during diagnostic endoscopic ultrasound procedures. The customer indicated the issue was related to human error and no error messages were displayed. The patients were not impacted and there were no delays. There were no reports of patient or use harm associated with the event.